Event description:
Pt was found slumped in a chair in room with posey pressing against their neck. Pt required resuscitation. Eighteen days later, pt expired in ICU. Near the time of initial event, the unit's fire alarm was tested.